Event description:
Additional information was received on (B)(4) 2013 when it was reported that the hospital discarded the explanted generator, therefore it could not be returned for product analysis.

Event description:
On (B)(6) 2013, it was reported that the vns patient has been experiencing an increase in seizures and was referred for a generator replacement due to battery depletion. Good faith attempts for further information from the physician were unsuccessful. The patient underwent generator replacement surgery on (B)(6) 2013. The explanted generator has not been returned to the manufacturer for product analysis to date.